Event description:
The customer experienced low blood glucose levels during a phone call, and the paramedics were called. The customer was feeling shaky, then lost consciousness. The customer's blood glucose reading was 72 mg/dl when she came to. The customer had changed the infusion set four days prior to the event, and he was not connected during the manual prime. The insulin pump was not exposed to high magnetic fields. The customer stated that his blood glucose levels went low because he forgot to eat a snack after he gave himself insulin for a meal. Troubleshooting was performed, and the reservoir volume was correct. The customer was not familiar with the insulin pump programming. Assisted the customer in setting up the bg reminder. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.